Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The investigation was performed considering complaint description, cs reports, system log files and system history and simulation in the factory. Simulation a) screw may fall down when properly attached: result: unlikely, as the thread has a self-looking mechanism when screws are properly tightened. Simulation b) screws may fall down when not properly attached: result: probable, as the screws can become loose by micro vibrations and subsequently fall down. Technical experts have determined the situation was most probably a result of simulation b and can be determined as improper workmanship during service. The installation instruction contains adequate instruction notes / warnings. Warnings are described in the installation instruction under: general remark: installation document: chapter general information, sub-chapter safety information: warning: missing training or not following installation instructions can result in failure. Incorrect installation can lead to damage for patient, personnel and system. Incorrect assembly, e.g. Loose screw connections. Damage for patient, personnel or system! Each step of the installation process shall be performed according to the documentation, e.g. Screws shall be fastened properly. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a procedure, the user reported that a screw fell from the ceiling cover panel onto the surgeon's shoulder. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.